Manufacturer narrative:
The device has been disposed of by the user facility. An evaluation cannot be performed; therefore a failure analysis is not available. Product disposed

Event description:
During the procedure the stent would not properly deploy. The physician removed the stent and aborted the procedure and the patient is now on a ventilator and unable to breath on his own. The patient's condition was reported as "stable."